Manufacturer narrative:
(B)(4). The product surveillance technician (pst) was able to duplicate the reported issue during laboratory evaluation. The bent pin (pin one of fifteen) in the flow sensor connector caused incomplete connection to the flow module. The poor connection resulted in flow display of -.--, indicating no flow data. The device under test (dut) sensor's bent pin one was then straightened which allowed the sensor connection to fully latch into the flow module. The proper seating of the connection with no bent pins restored the proper flow display. The dut sensor displayed flow-rates within specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(94). Evaluation is in progress, but not yet concluded. The field service representative (fsr) was dispatched to the medical facility. The perfusionist told the fsr they had been experiencing a problem with the sensor connector latching into the flow module a week prior and had contacted their biomedical staff to look into the issue. The fsr performed flow testing via the test loop, which indicated flow with the flow sensor. The fsr continued to operate the system for several minutes and again found no flow was indicated. Upon disconnecting the flow sensor, the fsr found there was a bent pin in one of the connection for the flow sensor, it has since been repaired. The fsr replaced the flow sensor and ran the centrifugal system overnight. With the replacement flow sensor installed, the system functioned to manufacturers specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal module has no forward flow, the revolution per minute (rpm) displayed no indication of liters per minute (lpm) of flow. As a result, an alternate device was employed. There was a delay in the procedure but it was completed successfully. There was no blood loss nor adverse consequences to the patient. After the switch out, the perfusionist noted there was a connection issue with the flow sensor. As per clinical review on (B)(6) 2016. During this procedure, a sarns centrifugal pump was used as the arterial pump and a flow sensor was attached to the arterial line tubing in order to measure blood flow travelling through the cpb circuit to the patient (via the aortic cannula). This was an elective coronary artery bypass grafting (CABG) procedure. No issues were observed during set-up, priming, and preparation of the cpb circuit. In the first minutes of cpb, the patient was hypotensive with a blood pressure of about 30 millimeter of mercury (mmhg). In most cases, the patient blood pressure is higher than 50 mmhg in the early minutes of cpb. In addition, the measured flow rate was displayed as (- - -). Customer assumed this indicated a flow rate of zero liters per minute (l/min). The centrifugal control module was displaying a pump speed of about 2200 rpm, but since the displayed flow rate was (- - -)... There was speculation that no flow was being produced. The surgical team looked for kinks in the cpb circuit and the aortic cannulation was checked and no reason for low / no flow could be determined. In addition, the centrifugal pump head was removed from the motor and replaced and no indication of decoupling of the pump head and the motor could be found. As a second cpb circuit was primed and ready in the adjacent operating room, the cv surgery team elected to change out the existing circuit / hardware with a completely new system. As cardioplegic arrest (heart still beating) had not yet occurred, the perfusionist moved the pump head from the motor and placed it in a manual drive unit and blood volume was actively returned to the circulation to fill the patient and allow for weaning from cpb. The patient was weaned with an adequate blood pressure and a normal heart rhythm. Anesthesia ventilated the patient, per routine practice as the patient was removed from cpb. The patient was hemodynamically stable as the patient was transferred to the other primed system (disposable and hardware system). The original arterial and venous lines were removed from the aortic and venous cannula and the original system and circuit were moved out of the way. Most of the blood from the original circuit was able to be used in the new system. The new system (aps-1 and cpb circuit) were moved into position and closer to the patient. The new arterial line tubing was connected to the aortic cannula and the venous line tubing was connected to the previously placed venous cannula. The tubings were inspected for air and cpb was re-initiated without issue. Blood flow was established at desired levels and the procedure was completed successfully without further issue. The patient was hypotensive for about 4-5 minutes during troubleshooting of the incident and prior to weaning the patient from the original cpb circuit. The case was completed successfully and no harm was observed during or after the procedure. There was a delay in starting the procedure of about 10 minutes. Blood loss in the conversion to the 2nd circuit is estimated to be 200 ml. Field service did inspect the system post - operation and bent pins were found in the flow sensor connector and this could have played a role in the (- - -) flow measurement. No flow would be indicated as (0.00 l/min) and not by (- - -), thus it is not clear if there was actually an issue with low flow or if the issue was a sensing problem. The system logs were collected and will be analyzed and assessed. The logs show the flow sensor was not connected during first use of the perfusion screen. This could indicate an issue with the connector (e.g bent pins) or just a faulty connection. In the end, this could have been only a sensing issue, and not a flow (pumping issue). The user has questioned both sensing and flow.